Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath was being placed into the patient's internal jugular. During removal of the guide wire a portion of the wire separated. Upon a routine chest x-ray, interventional radiology noticed an 8cm portion. A procedure was performed and they were able to pull the wire fragment out of the patient which was then discarded. There was no patient death reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one bent dilator with an unraveled guide wire inserted through and protruding from both ends. The guide wire was unraveled on the j-bend at the distal end. Microscopic examination revealed that the distal weld and an indeterminate section of the coil wire were missing. Discoloration and plastic deformation were observed in the area of the break. No pieces of the core wire appeared to be missing. The undamaged portion of the guide wire was inserted through the dilator without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and warn not to withdraw against the needle bevel or use excessive force. Operational context caused or contributed to the event. No further action will be taken.